Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection with naked eye and microscopy did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was performed, and the device was found to operate within specification. The device was connected to a titanium adapter with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a transfer set and titanium adapter. This occurred when the transfer set was connected to the patient. The transfer set was replaced with a new device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.